Event description:
Device replaced due to reported shocking. (B)(6): initial implant device (B)(4). (B)(6): replacement of generator and leads due to depleted battery. (B)(6): device replacement due to reported shocking. Dates of use: (B)(6). Diagnosis or reason for use: gastroparesis.